Manufacturer narrative:
The hill-rom tech found fluid ingress on the left umc board which caused corrosion on the circuit board. He replaced the umc board to resolve the issue.

Event description:
Information received indicated the inside pt controls were not functioning.